Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the evis lucera elite colonovideoscope presented an e315 scope error message (no image). No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The angulation was lower than standard value. The objective lens, light guide lens, and bending section cover glue had a chip. The objective lens, light guide lens, and plastic distal end cover had a scratch. The scope connector cover unit was polluted and switch one (1) had a pin hole. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the reporter. The intended procedure was completed with another device with no surgical delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter. See updated sections b3 and b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: ·connection of electrical components became unstable due to adhesion of foreign materials, such as chemical solutions residue, hard water residue, finger grease to electrical contacts of scope connector. ·electrical components inside the scope connector were damaged by connecting electrical contacts of the scope connector to video system center while contacts of the scope connector were wet. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.